Manufacturer narrative:
(B)(4). A visual examination noted the tubing has come loose from the hub. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during the flushing of the catheter which was performed by the patient contact, the redo single lumen tpn catheter broke and leaked heparin. The catheter had been repaired previously, and the reported break was located near the site of the repair. The catheter line was clamped to avoid bleeding, and attempts to get a new line placed were made. The device has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Corrected data: date of event. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing of the device had come loose from the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were five other reported complaints for this lot number. At this time, the clinical assessment cannot eliminate any possible causes for this event such as product handling, patient behavior, patient environment, catheter maintenance/care, other device compatibility, device failure, or manufacturing related causes. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.